Event description:
Report received from the USA stating that the device was sticking on the burr when used with a guard. The device was received from the operating room. It was unk to the reporter whether or not the device was used in surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the attachment allowed cutter insertion and retraction as designed. The event could not be duplicated therefore, the event could not be confirmed. If additional info is received, a supplemental report will be sent.